Event description:
It is reported that the drill bit fractured in the pt's knee. The fractured piece remains in the pt.

Manufacturer narrative:
Info was received from medwatch (B)(4).eval summary: as stated on the maude event report, one potential contributing factor to the event is the density of the pt's bone. In general, denser bone may be more difficult to drill through and make the drill bit more susceptible to fracture. Cause cannot be definitively determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info is received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.